Event description:
Insertion was tight under the clavicle. Both sheaths kinked, split and then split/perforated the cephalic vein, unable to advance sheath because vein was damaged. Moved onto 2x subclavian puncture. There were no complications but subclavian puncture could have been avoided.